Manufacturer narrative:
(B)(4). (B)(6). The lot 14k058 was manufactured between october 19, 2014 and october 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced underinfusion. The device was filled with an unspecified drug. After 24 hours, one third of the solution remained. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.